Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: breakage of fibers, dents on the objective, a loose cover glass frame, misaligned images and dim light transmission. A root cause could not be identified. Based on the results of the investigation, the most probable cause for reported failure due to the outer tube bending damage however breakage of fibers dents on the objective and a loose cover glass frame due to component failure. Additionally, the issues of misaligned images and dim light transmission was due to an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had problems with image during set up / inspection for use of endoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.